Event description:
Hosp claimed the gun will not discharge cement. This event did not occur during the surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
The results of the evaluation performed suggests the device functioned normally with no discrepancies observed.